Event description:
The customer reported that a patient was unintentionally removed from a slot on a cic, then reappeared approximately 10 minutes later. During the 10 minute time, a patient had a high heart rate and the cic did not alarm audibly. No patient death or injury occurred. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.